Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Return requested. No parts have been received by manufacturer for analysis.

Event description:
A site representative, nurse coordinator, reported that while in a laser induced thermal therapy procedure, the cooling catheter tip charred. A new catheter was brought in to continue the procedure. The surgeon completed the procedure with the use of the thermal therapy system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: contrary to what was reported on the initial report a medtronic representative does not attend the cases at this facility. A site representative operate the visualase system. A medtronic representative spoke with the tech that conducts the procedures and he stated that they have been conducting their ablations in the same manner previously. It was recommended that they increase the irrigation flow rate to prevent further similar events.